Event description:
Tpn filter leaking. Manufacturer response for maxzero extension set, microbore trifuse, 3 bonded maxzero needle-free connectors, 0.2 micron filter, (brand not provided) (per site reporter). Closure letter received.